Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2012 the recommended minimum operating temperature. The device failed several self-tests due to a low battery on (B)(6) 2012 and remained in fault mode until (B)(6) 2012. The device then passed a self-test and performed as expected until (B)(6) 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) and the last log entry on (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in the event. The device was malfunctioned as the device switching on automatically.